Event description:
Customer provided vague details of event involving pressure sensor disc tubing. Although no leak was reported, the set broke while in use on a patient, and blood backed up into the IV tubing. No patient harm or medical intervention occurred. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.